Event description:
This event is deemed reportable based on the allegations in the lawsuit which, while unsubstantiated, suggest that a reportable event may have occurred during use of atrium medical's prolite mesh product. On or about (B)(6) 2005, the mesh was implanted to treat urinary incontinence. In (B)(6) 2012, plaintiff was first advised by doctor that the mesh had twisted inside of her and had essentially folded into itself. As a result of the use of the mesh that was implanted, the plaintiff immediately suffered pain that extended from her navel down to her vagina, legs and hips. Patient reports that she has had trouble urinating, cannot completely empty her bladder, suffers from pelvic pain on an ongoing basis, and she cannot engage in sexual relations with her husband. As a result of mesh she has had to undergo various medical procedure including, but not limited to various surgical procedures in an attempt to repair the mesh. The attempts to repair the mesh to date have been unsuccessful and she continues to live in pain. Since this is a legal matter, the case has been turned over to legal counsel and further information obtained through investigation or discovery will fall under the attorney/ client and/or work product privilege. However, atrium will supplement this report if additional information comes to its attention.

Manufacturer narrative:
No device evaluation was performed since the device was not returned to the MFR. A review of the device history records and sterilization records did not reveal any issues that would relate to this report. A review of our complaints database shows no other reports received on this device lot number.